Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is for patient #3 of 3 and linked to mfg report numbers: 1121308-2022-00013; 1121308-2022-00014. A facility reported that a patient who received duragen plus (unknown catalog #) was cultured with a pathogen after use. It is unknown if there was revision/medical intervention. No surgical delay reported. Additional information has been requested on the exact pathogen.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Duragen plus was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. As a result, root cause determination is not possible. In addition, since the reported condition is related to a specific pathogen, cutibacterium acnes, environmental monitoring records were reviewed, and it was found that cutibacterium acnes is not a microorganism identified as part of the normal flora in the integra añasco collagen clean rooms area. Therefore, based on this and procedural controls including terminal sterilization, it is considered that the reported condition is not related to the duragen product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.